Manufacturer narrative:
Additional devices involved in this event: tgu404010/14763284, tgu404015/14320973. Udis of the lots: - tgu454510: (B)(4). - tgu404010: (B)(4). - tgu404015: (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with three conformable gore tag thoracic endoprostheses to treat a ruptured extent IV thoracoabdominal aortic aneurysm. A ¿sandwich¿ technique with ¿chimney¿ procedure using unknown devices was reportedly performed to maintain perfusion for the visceral vessels. It was reported no vessels were covered during the procedure, and there were no reported issues with deployment of the conformable gore tag thoracic endoprostheses. On (B)(6) 2016, the patient expired reportedly due to colonic ischemia. It was reported an autopsy was not performed. No further information regarding the patient¿s death is reportedly available.